Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump was warm to the touch. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 140-150 mg/dl. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.